Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking infusion set y-site valves was inconclusive due to the nature of the returned samples. The product returned for evaluation was six 20ga x 0.75¿ safestep safety infusion set package labels. All six labels were from manufacturing lot ascxs0256. The labels appeared unremarkable. The labels identified the implicated manufacturing lot number, but did not provide any insight regarding the implicated devices. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of ascxs0256 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (ascxs0256) have been reported from the same facility.

Event description:
It was reported the safestep port needles leaked from the y-site on six devices from one lot. This report addresses the first device.